Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approx 1 year post lens implantation, the pt complaints of glare and is myopic to target. Yag was performed and the reason for the yag was not provided. Reportedly, the lens is not decentered much and with an undilated pupil, the optic is still fully within the visual and optical axis. The surgeon is evaluating treatment options.